Event description:
.It was reported that a novum iq large volume pump was causing electromagnetic interference with an eeg machine. When the pump was plugged in to start an infusion the screen on the eeg monitor became blue/staticky. When the pump was not plugged in there was no interference. As a result, it was decided to leave the pump unplugged and swap it out every 6 hours with a fully charged pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number is unknown; therefore, the UDI number only will contain the device identifier. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.